Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin received with intermittent buttons due to corroded keypad traces. No button error alarms and no traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump power up properly after battery installation, operating currents are within specification and no unexpected battery out limit alarms noted. The insulin pump has cracked case at display window corners, reservoir tube, battery tube threads and with minor scratched display window.

Event description:
Customer reported that he dropped the insulin pump in the bathtub and it is alarming battery out limit. Customer stated that the device was exposed to fluid in the past with no moisture visible. Customer was advised to disconnect at the quick release. Battery out limit was found twice in the alarm history. No button error alarm present after the moisture exposure. The insulin pump; passed the self test. It was noticed that the buttons were not working correctly. Blood glucose value is 160 mg/dl. Nothing further reported.